Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, several scratches found throughout the device, paint on the suction cylinder is peeled and shaved, control unit is dirty due to water leakage, due to clogging of nozzle, water removal ability does not meet the specifications, adhesive n the bending section has a crack, scope cover plate is unclear, forceps channel port is shaved, and electrical connector has discoloration due to water leakage the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an angle knob air leak. During inspection and evaluation, there was foreign matter in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown if the facility was aware of the foreign material attached to the device. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. The endoscope was submerged the endoscope in cleaning fluid. Information on manual cleaning: the device was wipe/brush the air/water nozzle with gauze, brush, or sponge, and flushed the air/water nozzle with water and air. Sent detergent through the air/water nozzle. It was indicated that ¿no¿ abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). However, there is a possibility that physical damage of the subject device could have caused the foreign material to have remained. Therefore, the root cause of the reported event is unable to be determined. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.